Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic for a follow-up, episodes of non-sustained vt and non-sustained vf due to lead noise was observed. Inhibition of pacing was noted. Programming changes were made. The lead remains implanted.